Manufacturer narrative:
This report is submitted on may 23, 2022.

Event description:
Per the surgeon, the patient experienced a skin-flap breakdown, and skin necrosis which was treated with IV, oral and topical antibiotics. The device was explanted on (B)(6) 2022. There are plans to re-implant the patient at a later date.